Event description:
The staff was moving the pt with the marisa lift using the original mesh sling (white mesh with green trim). While the pt was up in the lift, the pt positioning bar tilted forward, causing the two top black sling clips to become undone. The pt then fell on to the floor and was subsequently taken to hosp for treatment where he later returned home. MFR. (B)(4).

Manufacturer narrative:
The lifter was inspected by an arjo investigator where it was found in good condition. There were only a few minor paint scratches on the legs and chassis. In testing the lifter, it performed to specification with no faults found. It should be noted that the facilities maintenance dept. Fixed the loose pt positioning bar before the arjo investigator arrived at the facility. The sling was also inspected finding no tears or fraying. The clips snapped correctly onto the pt positioning bar. Again, no faults were found with the sling. Based upon the report received, it is inconclusive as to exactly how the reported incident occurred. However, based upon the statements given, it is possible in having a very loose pt positioning bar on the lifter, this may have contributed to the reported incident. As the loose pt positioning bar has been corrected by the facility, no further action required. It is recommended the facility advise users of the lifter to report any fault as soon as it is recognized.